Event description:
Additional information received identified that there were no known allegations of deficiencies against the device, due to it was determined the patient was not implanted with abbott device.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the patient was scheduled for an ipg replacement. It is unknown the reason for the surgery. Surgical intervention may take place at a future date to address the issue.